Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, while attempting to guide the left ventricular (lv) lead, the previously placed right ventricular (rv) lead had shifted and attempts to reinsert the rv lead using only the stylet were unsuccessful. The rv lead had to be removed. During removal it was noted that there was friction between the clavicle and costoclavicular ligament which made removal of the lead difficult, requiring considerable traction force. Upon removal, inspection of the lead body revealed the silicone film had twisted, detached from the coil base and was peeling off, rendering it unusable. No patient complications have been reported as a result of this event.